Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the guardrail allowed the user to program over the limit without giving an alert. There was no report of patient harm.